Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8jwq50. Data was evaluated and the allegation was confirmed for transmitter ID 8ke074. The probable cause could not be determined. No injury or medical intervention was reported. No injury or medical intervention was reported.